Manufacturer narrative:
Additional info: additional information was received and it was learnt that the patient was a (B)(6) female. Reportedly, there was no patient anatomy issue and another lens, same model and diopter, was successfully implanted. Updated age/date of birth: (B)(6). Gender/sex: female. Concomitant medical products: emeraldc30 cartridge, lot cb39339. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. If implanted, give date: not applicable, lens was not implanted. If explanted, give date: not applicable, lens was not implanted, therefore not explanted. (B)(4). Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. The lens was evaluated and no damage was observed. The haptics were observed to be correct and the lens was folded as required. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints was performed and no other complaints were identified in this production order. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a za9003 16.5 diopter intraocular lens (iol) the physician experienced loading issues. The physician was unable to load the iol on deployment. Incision enlargement and vitrectomy were required. There was no patient injury reported. No further information was provided.